Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The sutures were degraded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during the procedure when the user attempted to use the device, the suture easily broke. The customer also noted that the suture was discolored. The procedure was completed with another device. There was no injury to the patient.